Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. However, the legal manufacturer determined the likely cause of the main lamp not lighting was failure of a component of the igniter board, which is responsible for lighting control, due to long-term use.

Manufacturer narrative:
The suspect device was returned to olympus and an evaluation was performed. The unit was tested and inspected and the reported problem confirmed; the cause was isolated to a faulty switch regulator and "additional igniter firing weak."

Event description:
A user facility reported to olympus that the spare lamp remained on continuously even with a xenon and/or replacement holder assembly. There was no patient injury or harm, associated with the problem, reported to olympus.